Manufacturer narrative:
The integrated electro surgical generator unit (iesu was analyzed and the reported failure (error c-37) could not be reproduced on erbe connected to system. Logs showed (25913 pattern (2) c-37 errors 12/09/2024) confirming the fault occurred in the field. Visual inspection: (deep scratches on side of the cover.) The unit energized and cauterized and all ports recognized instruments on system. (Measurement value for hf current to great with on) potential root cause for this issue. The complaint was confirmed based on the failure analysis. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgical procedure was not completed using the same integrated electrical surgical unit (iesu). Force triad was utilized in the surgical procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and could not be reproduced on erbe connected to system. Logs showed (25913 pattern (2) c-37 errors 12/09/2024) confirming the fault occurred in the field. Visual inspection identified deep scratches on side of the cover. The unit energized and cauterized and all ports recognized instruments on system. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the site¿s system logs for the reported procedure date was conducted by rpms quality engineer. Investigation revealed the following possible related system errors: c-37 indicating hf current measurement value too high in on state. Design history record (DHR) review for the system involved with the reported event was deemed not required by quality engineer since there is no indication of a manufacturing related issue. The probable root cause is attributed to component failure based on electrical and fiberoptic defects. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgical procedure was not completed using the same integrated electrical surgical unit (iesu). Force triad was utilize in the surgical procedure. The patient information was not provided.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. The product has been received and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the integrated electrical surgical unit (iesu) was exhibiting error c-37. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). The meaning of the error was explained to the customer. The tse advised the customer to utilize the external forcetriad generator if error c-37 was to reoccur. The customer had already performed a power cycle on the iesu prior to calling the tse. The tse had discovered that error c-37 had occurred previously in the system logs. The procedure was completing as planned with no reported injury.